Event description:
On (B)(6) 2012, the lay user/patient in the czech republic contacted lifescan to report the one touch vita enhanced meter was giving inaccurately high readings. On (B)(6) 2012 the technical support representative (tsr) spoke with the patient to obtain and verify information. On the morning of (B)(6) 2012 the patient obtained the blood glucose reading of 9.3 mmol/l on the reported meter, which he claimed was inaccurately high compared to his expected values of 7.0 mmol/l to 8.0 mmol/l. Based on this reading, the patient took an increased dose of apidra insulin, 14 units instead of 12 units. At 11:00 am the patient experienced the symptoms of sweating and weakness, which are the patient's symptoms of low blood glucose levels. The patient did not take any actions or self-treatment and did not seek any medical attention. On (B)(6) 2012 the patient went to his physician's office, where his fasting blood glucose level was tested to be 6.6 mmol/l by a laboratory test. Within ten minutes, the patient obtained the reading of 9.9 mmol/l on the reported meter. The patient manages his diabetes with apidra insulin 12 units three times per day, and lantus insulin 24 units at night. The patient noted he does increase his apidra insulin doses if his meter readings are higher than expected. The patient tests his blood glucose level three times per day. On september 6, 2012, the day prior to this event, the patient obtained the meter readings of 7.5 mmol/l, 6.4 mmol/l and 6.8 mmol/l. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient's testing technique was correct. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4): the reported issue was unfounded during investigation with test strips. However, the meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 9/24/2012,meter- 10/1/2012.the retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.